Manufacturer narrative:
The complaint is not confirmed. The alleged event could not be replicated. One unpackaged ar-6480 dualwave arthroscopy fluid management system, serial number (B)(6) was returned for investigation. Upon visual inspection, it was found regular signs of wear and tear. The returned device was assembled with an ar-6430 lot# 40067370 and ar-6421 lot# 65708975 pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be replicated. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 83 minutes to reproduce the reported failure. No issues were found during the run/testing. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamp test was performed as a safety check to ensure the sensor system worked appropriately. After the air had been purged from the tubing, the clamp was closed at the patient end of the tubing. The machine triggered an alarm, and the inflow rollers stopped. This is the expected behavior. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These are the expected results. It was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2017. No problem found.

Event description:
It was reported that, during a knee arthroscopy, the pump speed increased suddenly resulting in too high of a pressure. The nurse was able to resolve the issue with a restart of the device. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. 29-sep-2023 update dw: further information were provided that the overpressure resulted in an extravasation in the knee. 03-oct-2023 update dw: further information were provided that no additional treatment was needed. The pump was restarted and a new tubing was used to finish the procedure successfully.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.